Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified multiple air inline messages. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. The device was found out of specification in relation to the customer reported keypad inoperable which was not reproduced. The reported condition was verified. Visual inspection determined to be keypad issue attributable to intermittently working blue selection keys, on top row, due to failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad and displayed an air in line alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.